Event description:
During removal of umbilical arterial catheter, catheter broke apart. Catheter was being removed slowly with minimal tension applied. Was left at 10 cm for 20 minutes. When removed to 5 cm, catheter tore in a spiral fashion at 4 cm. Immediate pressure was placed on remaining uac with forceps. Remaining 4 cm was able to be withdrawn without any further complication. Distal end of catheter was intact and measured correctly from site of break. Pressure was applied to uac site for 5 minutes, hemostasis was achieved.